Event description:
It was reported that the xenon light source had spare lamp issue. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e207, a blinking emergency light indicator lamp, emergency light failure and missing screws on the lamp base unit. A root cause could not be identified. Based on the results of the investigation, it is likely that the customer allegation of emergency error e207 coming and spare lamp indicator is blinking due to a faulty emergency light. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.